Event description:
It was reported that patient's right ventricular (rv) lead was dislodged. Dislodgment was confirmed from x-ray. The lead was capped and replaced on (B)(6) 2024. There were no patient consequences.